Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the top liquid crystal display (lcd). The se performed extended self testing on the device and all tests passed.

Event description:
It was reported that, the top display on an 840 ventilator was erratic. The ventilator was not connected to a patient at the time the malfunction occurred.